Event description:
Litigation papers allege the following: on or about within a few months of the surgery of (B)(6) 2007, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: began to suffer pain and clicking noise in her hip; unusual accumulation of fluid around the asr hip implant and patient has been contacted by her surgeon to make an appointment regarding revision surgery. The pain patient suffers in her hip has impacted her ability to perform acts necessary for daily living.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) 2011 - plaintiffs preliminary disclosure form was received which identified part/lot information for the acetabular cup. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.